Manufacturer narrative:
H6: investigation summary: in response to the event reported a device history review was conducted for lot number 2196011. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that during use with bd pegasus¿ safety closed IV catheter system the tubing was discovered to be damaged. The following information was provided by the initial reporter, translated from chinese to english: after the patient indwelling needle infusion is completed, the lumen is flushed according to the requirements and then clamped with a clip. After the tube was pinched, there was blood back in the indwelling needle. After the inspection, it was found that the tube was damaged. Immediately explain it to the patient and family members, and remove the indwelling needle after understanding. The indwelling time of the indwelling needle is reduced, and the pain of the patient is increased.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd pegasus¿ safety closed IV catheter system the tubing was discovered to be damaged. The following information was provided by the initial reporter, translated from chinese to english: after the patient indwelling needle infusion is completed, the lumen is flushed according to the requirements and then clamped with a clip. After the tube was pinched, there was blood back in the indwelling needle. After the inspection, it was found that the tube was damaged. Immediately explain it to the patient and family members, and remove the indwelling needle after understanding. The indwelling time of the indwelling needle is reduced, and the pain of the patient is increased.